Manufacturer narrative:
Concomitant medical devices: 407658 lead.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead. The patient felt palpitations on the left side of the lateral chest when lying on the side. The device was reprogrammed by adjusting the lv pace configuration from lv ring to can to lv tip to can. The lv lead was later inactivated due to the phrenic nerve stimulation and remains in the patient. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.